Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose. Customer's blood glucose was 113 mg/dl. Customer stated that she did not feel well and did not eat. Customer did not contact her health care provider for her high blood glucose. Customer stated that she has a back-up plan and has treated with an injection. Customer does not want to troubleshoot the pump. Customer's blood glucose was at 504 mg/dl. Customer stated that it took 12 hours for her blood glucose to come back down to 113 mg/dl.